Manufacturer narrative:
Approximate age of device - 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2017. It was reported that the patient was provided a no ground power module patient cable on (B)(6) of 2018 due to suspicion of short to shield issue with the percutaneous lead (driveline). The vad system alarmed with low flow and low speed advisory; however, a pump stop could not be confirmed and x-rays were not available. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The reported low flow and low speed advisory alarms could not be confirmed as no log files were provided. Per the account, no log files or x-rays were provided. The patient remains ongoing on heartmate ii lvas. The heartmate ii lvas instructions for use (IFU) contains information regarding pump speed, power, flow, and pulsatility index. This document addresses all system controller alarms and how to respond to such events. This IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.